Event description:
It was reported that during the procedure, the operating physician observed that the rubber packing component separated and fell out of the device. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine". No additional medical intervention was reported beyond removal of the affected device, and replacement with another device. Good faith efforts were made to obtain additional information regarding the reported device issue. A total of three documented attempts were made to contact the user facility; however, no response or additional information was received.

Manufacturer narrative:
(B)(4). One returned sample, consisting of a dilator and sheath interlocked together, was received for evaluation. Examination revealed that the seal had been pulled out of the cap but remained on the shaft of the dilator body. Additionally, the seal exhibited damage, including a puncture at a separate location that resulted in a tear. A historical review identified a similar issue documented under a previously opened CAPA. That investigation attributed the failure to a design-related issue, specifically an oversized cap inner diameter, which can allow the seal to partially or completely dislodge from the sheath hub. Based on the evaluation of the returned product and the documented history, the most probable root cause of this issue is design related. Teleflex will continue to monitor similar complaints and trends.